Event description:
The user requested explanations about potential inconsistency between the programmed atrial sensitivity (0.6 mv) and the recorded data in aida memory (histogram of pwaves were displayed at 1mv).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.